Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record: manufacturing site: (B)(4) - manufacturing date: june 13, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal humeral fracture surgery was carried out with the multiloc humeral nailing system (short) on (B)(6) 2015. After the proximal region was fixed, the surgeon drilled the distal side for distal locking. However, the drill missed the target nail. Then, the surgeon held a sleeve and drilled again, putting the weight backward. Eventually, the drill successfully passed through the nail. The procedure was extended for fifteen (15) minutes. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a manufacturing investigation was performed for the subject device (part number 03.019.008, aiming arm/lat/f/multiloc proximal humeral nail, lot number 8346833). The subject device was received with no visible signs of damage. The sub-component thumb screw m8 peek (B)(4) is missing. During manufacturing investigation, all relevant and significant characteristics like dimensions were checked and additionally, the article passed all functional tests without reference to the reported issue. All checked characteristics are within the specifications. No misalignment of the aiming arm has been found. The fully functional subject device was sent back to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.